Event description:
Rn was attempting to start IV on micu (medical ICU) patient. The vein blew and when the nurse was pulling out the IV needle and catheter she discovered that catheter tip had shredded but no individual piece came off. The patient developed ecchymosis and a small hematoma so pressure was held. There was no other injury to the patient. The nurse manager states that this is the second time that the rns have had trouble with the 20g x 1 3/4 inch IV catheters.